Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("panic attacks"), anxiety ("little anxiety"), loss of personal independence in daily activities ("able to come and go"), constipation ("constipated"), abdominal distension ("bloated"), menorrhagia ("heavy periods clotting, lasting 10 days"), abdominal pain lower ("pain on left side unbearable cramps everyday") and fibromyalgia ("fibromyalgia"). The patient was treated with surgery (hysto (hysterectomy)). Essure was removed. At the time of the report, the pelvic pain and fibromyalgia outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved, the headache and anxiety was resolving and the constipation, abdominal distension, menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, fibromyalgia, headache, loss of personal independence in daily activities, menorrhagia, panic attack and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain and fibromyalgia. Most recent follow-up information incorporated above includes: on 23-mar-2018: social media case. New event added- fibromyalgia. Event outcome of little anxiety was updated as recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in my uterus'), device dislocation ('device migration'), gastrointestinal injury ('abdominal perforation,they went thru the abdomen 3 holes 8mm.') And pelvic pain ('pain / pains on the right side pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("painic attacks"), anxiety ("little anxiety"), loss of personal independence in daily activities ("able to come and go"), constipation ("constipated"), abdominal distension ("bloated"), menorrhagia ("heavy periods clotting, lasting 10 days"), abdominal pain lower ("pain on left side unbearable cramps everyday"), fibromyalgia ("fibromyalgia"), pain ("body aches/ lil achey"), oropharyngeal pain ("one sided throat pain"), ear pain ("ear pain"), fatigue ("tired"), hypersomnia ("sleeping on my side") and uterine enlargement ("uterus was enlarged"). The patient was treated with surgery (full vaginal hysterectomy and hysto (hysterectomy)). Essure was removed. At the time of the report, the embedded device, device dislocation, gastrointestinal injury, pelvic pain, fibromyalgia, oropharyngeal pain, ear pain, fatigue, hypersomnia and uterine enlargement outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved, the headache and anxiety was resolving and the constipation, abdominal distension, menorrhagia, abdominal pain lower and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, device dislocation, dyspareunia, ear pain, embedded device, fatigue, feeling abnormal, fibromyalgia, gastrointestinal injury, headache, hypersomnia, loss of personal independence in daily activities, menorrhagia, oropharyngeal pain, pain, panic attack, pelvic pain and uterine enlargement to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain,/crazy pain, body aches and fibromyalgia. Concerning the injuries reported in this case, the following one/ones were reported via social media: gastric perforation. Most recent follow-up information incorporated above includes: on 3-dec-2019: social media received: event embedded in my uterus was added. On 3-dec-2019: fu 14 and 15 processed together. Social media received: event: uterine enlarged, device migration added. Reporter added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("painic attacks"), anxiety ("little anxiety"), loss of personal independence in daily activities ("able to come and go"), constipation ("constipated"), abdominal distension ("bloated"), menorrhagia ("heavy periods clotting, lasting 10 days"), abdominal pain lower ("pain on left side unbearable cramps everyday"), fibromyalgia ("fibromyalgia"), pain ("body aches"), oropharyngeal pain ("one sided throat pain") and ear pain ("ear pain"). The patient was treated with surgery (hysto (hysterectomy)). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, oropharyngeal pain and ear pain outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved, the headache and anxiety was resolving and the constipation, abdominal distension, menorrhagia, abdominal pain lower and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, ear pain, feeling abnormal, fibromyalgia, headache, loss of personal independence in daily activities, menorrhagia, oropharyngeal pain, pain, panic attack and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain, body aches and fibromyalgia. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case. Reporter was added. One sided throat pain and ear pain were added as events. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("painic attacks"), anxiety ("little anxiety"), loss of personal independence in daily activities ("able to come and go"), constipation ("constipated") and abdominal distension ("bloated"). The patient was treated with surgery (hysto (hysterectomy)). Essure was removed. At the time of the report, the pelvic pain and anxiety outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved, the headache was resolving and the constipation and abdominal distension had not resolved. The reporter considered abdominal distension, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, panic attack and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: patient stated that almost four months post operation and she is still constipated and bloated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("painic attacks"), anxiety ("little anxiety"), loss of personal independence in daily activities ("able to come and go"), constipation ("constipated"), abdominal distension ("bloated"), menorrhagia ("heavy periods clotting, lasting 10 days") and abdominal pain lower ("pain on left side unbearable cramps everyday"). The patient was treated with surgery (hysto (hysterectomy)). Essure was removed. At the time of the report, the pelvic pain and anxiety outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved, the headache was resolving and the constipation, abdominal distension, menorrhagia and abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain. Most recent follow-up information incorporated above includes: on 20-apr-2018: patient stated that she has been experiencing "heavy periods clotting lasting 10 days" and "pain on left side unbearable cramps everyday". Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastric perforation ('abdominal perforation,they went thru the abdomen 3 holes 8mm.') And pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced gastric perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("panic attacks"), anxiety ("little anxiety"), loss of personal independence in daily activities ("able to come and go"), constipation ("constipated"), abdominal distension ("bloated"), menorrhagia ("heavy periods clotting, lasting 10 days"), abdominal pain lower ("pain on left side unbearable cramps everyday"), fibromyalgia ("fibromyalgia"), pain ("body aches/ little achey"), oropharyngeal pain ("one sided throat pain"), ear pain ("ear pain"), fatigue ("tired") and hypersomnia ("sleeping on my side"). The patient was treated with surgery (full vaginal hysterectomy and hysto (hysterectomy)). Essure was removed. At the time of the report, the gastric perforation, pelvic pain, fibromyalgia, oropharyngeal pain, ear pain, fatigue and hypersomnia outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved, the headache and anxiety was resolving and the constipation, abdominal distension, menorrhagia, abdominal pain lower and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, ear pain, fatigue, feeling abnormal, fibromyalgia, gastric perforation, headache, hypersomnia, loss of personal independence in daily activities, menorrhagia, oropharyngeal pain, pain, panic attack and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4). Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain,/crazy pain, body aches and fibromyalgia. Concerning the injuries reported in this case, the following one/ones were reported via social media: gastric perforation. Most recent follow-up information incorporated above includes: on 14-nov-2019: social media received. New reporter's was added. Added event from social media they went thru the abdomen 3 holes 8mm. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("painic attacks"), anxiety ("little anxiety"), loss of personal independence in daily activities ("able to come and go"), constipation ("constipated"), abdominal distension ("bloated"), menorrhagia ("heavy periods clotting, lasting 10 days"), abdominal pain lower ("pain on left side unbearable cramps everyday"), fibromyalgia ("fibromyalgia"), pain ("body aches/ lil achey"), oropharyngeal pain ("one sided throat pain"), ear pain ("ear pain"), fatigue ("tired") and hypersomnia ("sleeping on my side"). The patient was treated with surgery (hysto (hysterectomy)). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, oropharyngeal pain, ear pain, fatigue and hypersomnia outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved, the headache and anxiety was resolving and the constipation, abdominal distension, menorrhagia, abdominal pain lower and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, ear pain, fatigue, feeling abnormal, fibromyalgia, headache, hypersomnia, loss of personal independence in daily activities, menorrhagia, oropharyngeal pain, pain, panic attack and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2014-010109. Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain, body aches and fibromyalgia. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet- events lil achy, tired and sleeping on my sides were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("painic attacks"), anxiety ("little anxiety"), loss of personal independence in daily activities ("able to come and go"), constipation ("constipated"), abdominal distension ("bloated"), menorrhagia ("heavy periods clotting, lasting 10 days"), abdominal pain lower ("pain on left side unbearable cramps everyday"), fibromyalgia ("fibromyalgia"), pain ("body aches/ lil achey"), oropharyngeal pain ("one sided throat pain"), ear pain ("ear pain"), fatigue ("tired") and hypersomnia ("sleeping on my side"). The patient was treated with surgery (hysto (hysterectomy)). Essure was removed. At the time of the report, the pelvic pain, fibromyalgia, oropharyngeal pain, ear pain, fatigue and hypersomnia outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved, the headache and anxiety was resolving and the constipation, abdominal distension, menorrhagia, abdominal pain lower and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, ear pain, fatigue, feeling abnormal, fibromyalgia, headache, hypersomnia, loss of personal independence in daily activities, menorrhagia, oropharyngeal pain, pain, panic attack and pelvic pain to be related to essure. The reporter commented: cross referenced with plaintiff case number : 2014-010109. Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain,/crazy pain, body aches and fibromyalgia. Most recent follow-up information incorporated above includes: on 10-oct-2019: duplicate case 2019-193356 (social media, medwatch 3500a MFR number 2951250-2019-10844) will be deleted, all information of case 2019-193356 will be transferred in this case 2017-247638, no new medical information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("panic attacks"), anxiety ("little anxiety"), loss of personal independence in daily activities ("able to come and go"), constipation ("constipated"), abdominal distension ("bloated"), menorrhagia ("heavy periods clotting, lasting 10 days"), abdominal pain lower ("pain on left side unbearable cramps everyday"), fibromyalgia ("fibromyalgia") and pain ("body aches"). The patient was treated with surgery (hysto (hysterectomy)). Essure was removed. At the time of the report, the pelvic pain and fibromyalgia outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved, the headache and anxiety was resolving and the constipation, abdominal distension, menorrhagia, abdominal pain lower and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, fibromyalgia, headache, loss of personal independence in daily activities, menorrhagia, pain, panic attack and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain, body aches and fibromyalgia. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case. New events added- body aches. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in my uterus'), device dislocation ('device migration'), gastrointestinal injury ('abdominal perforation,they went thru the abdomen 3 holes 8mm.') And pelvic pain ('pain / pains on the right side pelvic area') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("panic attacks"), anxiety ("little anxiety"), loss of personal independence in daily activities ("able to come and go"), constipation ("constipated"), abdominal distension ("bloated"), menorrhagia ("heavy periods clotting, lasting 10 days"), abdominal pain lower ("pain on left side unbearable cramps everyday"), fibromyalgia ("fibromyalgia"), pain ("body aches/ lil achey"), oropharyngeal pain ("one sided throat pain"), ear pain ("ear pain"), fatigue ("tired"), hypersomnia ("sleeping on my side") and uterine enlargement ("uterus was enlarged"). The patient was treated with surgery (full vaginal hysterectomy and hysto (hysterectomy)). Essure was removed. At the time of the report, the embedded device, device dislocation, gastrointestinal injury, pelvic pain, fibromyalgia, oropharyngeal pain, ear pain, fatigue, hypersomnia and uterine enlargement outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved, the headache and anxiety was resolving and the constipation, abdominal distension, menorrhagia, abdominal pain lower and pain had not resolved. The reporter considered abdominal distension, abdominal pain lower, anxiety, constipation, device dislocation, dyspareunia, ear pain, embedded device, fatigue, feeling abnormal, fibromyalgia, gastrointestinal injury, headache, hypersomnia, loss of personal independence in daily activities, menorrhagia, oropharyngeal pain, pain, panic attack, pelvic pain and uterine enlargement to be related to essure. The reporter commented: cross referenced with plaintiff case number : (B)(4) concerning the injuries reported in this case, the following ones were described via social media: abdominal distension, abdominal pain lower, anxiety, constipation, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, menorrhagia, panic attack, pelvic pain,/crazy pain, body aches and fibromyalgia. Concerning the injuries reported in this case, the following one/ones were reported via social media: gastric perforation amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), dyspareunia ("painful sex"), headache ("headaches"), panic attack ("painic attacks"), anxiety ("little anxiety") and loss of personal independence in daily activities ("able to come and go"). The patient was treated with surgery (hysto (hysterectomy)). Essure was removed. At the time of the report, the pelvic pain and anxiety outcome was unknown, the feeling abnormal, dyspareunia, panic attack and loss of personal independence in daily activities had resolved and the headache was resolving. The reporter considered anxiety, dyspareunia, feeling abnormal, headache, loss of personal independence in daily activities, panic attack and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.